Event description:
I am a bit fuzzy about the onset date but my brother, who went through stem cell transplant and tomo therapy for multiple myeloma and finished treatment in 2007, ended up with kidney shutdown. I was just wondering if this had anything to do with the heparin scare that is in the news. He did get a treatment with zometa bone builder prior and I know that sometimes the lines are flushed with heparin. Hope this helps. Heparin sold by baxter. Not sure if drug was given at tower hematology or city. I am not privy to his medical records. If heparin was used as a flush and scrapped out his kidneys I believe you all should know about it. Dates of use: zometa one day in 2007. Diagnosis or reason for use: bone builder for mm.